Event description:
Per hcp, perioperative antibiotics were administered; no infection was reported. Per another reporter, the patient was treated and "using his therapy without problems".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc lot # implanted on: (B)(4) explanted on: unknown; (B)(4).

Event description:
The patient had experienced acute pain in his back and right hip. He was admitted to the hospital at which time diagnostic testing was done and he was referred to his regular neurosurgeon for treatment of a right hip abscess. MRI did not reveal any granulomas and the infection was not due to the therapy/device components. At the time of the pain occurrence the pump contained dilaudid 5mg/ml (1mg/day) which was changed to fentanyl 500mcg/ml (75mcg/day). The pump system remained implanted. The patient was doing well with that medication/dose and was not having any complications with the therapy.